Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
The patient reported that in (B)(6) 2015 they had noticed that the implantable neurostimulator (ins) was crooked and they were having a hard time getting recharger coupling boxes. No symptoms reported. The patient's relevant medical history includes non-malignant pain and other chronic/intractable pain (trunk/limbs). Further follow-up is being conducted to determine if any steps were taken to resolve the crooked device and coupling issues. If additional information is received, a follow-up report will be sent.